Event description:
It was reported the pt had an angio-seal device deployed successfully. Three days post deployment, the pt presented with diffuse redness and pain at the puncture site. Doppler ultrasound revealed no hematoma and good blood flow; no drainage was present and the pt was sent home. Three days later, the pt returned with increased redness and pain. Doppler ultrasound revealed no hematoma, no abscess and no drainage. The pt's white blood cell count was up slightly, the pt was started on antibiotics and sent home. One week later, the pt returned. The site had opened up and draining was present; ultrasound revealed no hematoma. The pt was sent home and reportedly doing well.